Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-04292. It was reported that a pericardial effusion occurred post procedure. A 30mm watchman &#59404;laa closure device & delivery system along with a watchman&#59393;access system were selected. The closure device was successfully implanted. Post procedure they thought that the transesophageal echocardiogram (tee) revealed an effusion. A pericardiocentesis was performed; however, no fluid came out of the pericardial space. Four day post procedure, the patient expired which may have been caused by a pulmonary embolism. A computed tomograph (CT) scan was performed and ruled out pericardial effusion. The CT scan showed that there was a fat pad around the heart.